Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. The device is anticipated to be explanted and replaced to resolve the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. The device image was analyzed, and auto settings was enabled. When auto settings are enabled, the device will adjust pacing output based on patient requirement and this may affect the projected longevity. Further electrical and mechanical analysis was performed, and device showed normal operation and no anomalies were noted. A longevity calculation was performed, and the device had exceeded the projected longevity.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.